Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated. The user reported the charging cable melted into the charging port of the controller while charging. The controller and charging cable were returned. The wall adapter was not returned. Inspection of the controller and charging cable found evidence of thermal damage. The internal charging port of the controller was observed to be melted and the plastic surrounding the charging port was warped. Inspection of the charging cable found the plastic surrounding the usb-c metal connector to be melted. Internal thermal damage was also observed on the usb-c metal connector. No damages or defects were observed to the usb-a end of the charging cable. The back cover was not removed to inspect the sim card due to the damages to the charging port. Investigation confirms the reported thermal event. No further investigation required.

Event description:
It was reported by the customer's mother that the omnipod personal diabetes manager (pdm) charging cable and charger overheated and melted into the charging port.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.